Event description:
The child reported not hearing on several electrodes. The pt continued to use the device for several months. Using the appropriate diagnostic testing and a review by cochlear ag, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not been scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear limited.